Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 402 mg/dl at the time of incident. Customer stated other blood glucose levels were 202 mg/dl, 194 mg/dl. Customer treated with insulin pump for high blood glucose. Customer stated they neither in emergency room and nor admitted into hospital. Customer stated insulin pump does not allege under delivery. Customer also stated that there was crack on the battery compartment. Customer reported that they receive calibration not accepted alert. Customer performed transmitter test and it was passed. Customer stated the light blinked on and off. The device will not be returned for analysis.